Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history, manufacturing review, applicable previous investigation(s) and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a catheter kink is confirmed but the exact cause is unknown. One 4 fr powerpicc dl catheter was returned for investigation. Use reside was present throughout the device. A literature booklet was returned, which contained product information and lot: recz2895. The booklet also had ¿left upper arm¿ circled, indicated the catheter was trimmed at the 47 cm depth marker, and had 1 cm of external catheter length exposed. No apparent visual evidence of permanent catheter kinking was observed; however, manipulation of the catheter revealed it to preferentially kink near the 6 cm depth marker. It is unknown if the preferential kink location is the location at which the alleged event occurred. The catheter was cut near the 5 cm depth marker and measurements were taken. The catheter was found to be within specification. The catheter was flushed and both lumens were found to be partially occluded with use residue. Possible contributing factors for catheter kinking include placement technique, securement, and manipulation of the catheter during use. The product IFU placement precautions state, "avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort." A lot history review (lhr) of recz2895 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (recz2895) have been reported from the same facility.

Event description:
It was reported that the catheter "kinked less than one hour after insertion. Pt was sent down to or and PICC would not flush. Or was not able to use line. Traction placed with some success. Called day 1 after insertion and kink visible under skin, dressing changed and PICC line out 3cm without PICC team pulling on it. Kink visible in line. Both lumens flush with ease but one lumen won¿t draw. Xray confirmed position of PICC still ok." The PICC was removed.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of recz2895 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (recz2895) have been reported from the same facility.

Event description:
It was reported that the catheter "kinked less than one hour after insertion. Pt was sent down to or and PICC would not flush. Or was not able to use line. Traction placed with some success. Called day 1 after insertion and kink visible under skin, dressing changed and PICC line out 3cm without PICC team pulling on it. Kink visible in line. Both lumens flush with ease but one lumen won¿t draw. Xray confirmed position of PICC still ok." The PICC was removed.